Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Device remains implanted.

Event description:
This event was separated from (B)(4) to capture a separate event; also event date: (B)(6)2017 was used the actual day is not known at this time, will follow up cs. Tarry stools with anemia, 1 low flow alarm (B)(6) 2017 at 1.9 l/min, until (B)(6) 2017, reduced pulsatility with 1 l/min lower flow on average; from (B)(6) 2017, documented suction events effect on patient: actions performed comments:

Manufacturer narrative:
It was reported that the patient had tarry stools with anemia. No additional info available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.